Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule was returned separate from the delivery system. The needle did not advance.

Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's stomach. No serious injury to the patient was reported.